Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture in any polarity or vector. The lead was found to have dislodged, pulling back slightly in the vessel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.